Event description:
Customer reported leaking at the y-sites of 3 huber needle extension sets when infusion of 5fu was started. This involved 3 different pts. The chemotherapy solution reportedly leaked onto the nurses' gloved hands. No medical intervention was required and no adverse effects reported in relation to the pts or nurses.